Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR" message was confirmed during initial functional test and archive date review. The investigation findings revealed brake gap was out-of-specification (too wide). The root cause was due to a damaged drive train motor. During visual inspection, no physical damage was observed on the returned autopulse platform. Unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance as a result of a sticky clutch. Deburring of the clutch plate was performed to remedy this issue. The initial functional test failed due to the returned autopulse platform displayed "system error, out of service, revert to manual CPR" message upon powering on. The damaged drive train motor was replaced to remedy this issue. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.